Event description:
Patient complained of leaking foley catheter. Upon assessment of foley, it was noted leak near the blue port. Foley removed. No adverse effects to patient.

Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: catheter, urological.

Event description:
Patient complained of leaking foley catheter. Upon assessment of foley, it was noted leak near the blue port. Foley removed. No adverse effects to patient.